Event description:
It was reported that slight resistance was noted when removing the protective sheath from the vision stent and once removed, stent struts were observed to be fractured. The device was not used. There was no patient involvement. There was no clinically significant delay in procedure and a new vision was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent fracture could not be confirmed; however, the distal stent struts were extremely damaged and the stent had moved proximally on the balloon. The reported difficulty to remove the protective sheath could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.